Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Returned waveone gold glider file 25mm is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. No link can be established between breakage issue and information found during DHR review (batch #1540752). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone gold file broke during use. The separated piece could not be retrieved. The patient has been treated with calxyl paste.